Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded several tachycardia events, both atrial and ventricular, with brief episodes of undersensing in the right ventricle (rv) and a prolonged episode of undersensing in the right atrium (ra). Technical services (ts) was contacted for support. The patient is not pacemaker dependent. Lead parameters were stable with no evidence of noise. The device was reprogrammed (the automatic gain control (agc) floor was slightly reduced in both chambers), and the patient will continue with routine follow-up. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.